Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were having trouble with their stimulator. No patient symptoms were reported and there were no complications. Indication for use is spinal pain. Additional information was received 2019-05-30. It was reported the patient was no longer able to feel any stimulation even at any intensity level. An x-ray was performed but the results were unknown. Connectivity check and impedance tests were performed yielding good connectivity results. The manufacturer representative (rep) attempted reprogramming and mapping all parts of the lead with no success. The issue was not resolved. It was unknown whether surgical intervention would be performed. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that it wasn't the ins itself; it was the leads, that came free from the paddle and this happened on (B)(6) 2019. The patient reported that there was no concern with the ins. The patient reported that she just got up in the morning, reached for her robe and it felt like somebody had slapped her in the back, a great big sting. The patient called her physician to make an appointment that and the issue had now been resolved. The patient reported that as of (B)(6) 2019, she would have her leads fixed. No further complications were reported.

Manufacturer narrative:
Product ID 977c165, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID 977c165, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that all she did was reach for her robe when she got out of bed in the morning on (B)(6) 2019. The patient reported that the paddle was located in her thoracic region. The patient reported that when she reached for the robe it just felt like someone snuck up behind her and slapped her in the middle of her back, stinging for about 45 minutes. The patient called her doctor¿s office as soon as they opened and made an appointment for that day. The patient reported that upon his exam, he decided that it was a broken stitch, but her back was glued not stitched; he then said she needed diagnostic testing done. The patient reported that her tech was in the area and she met with him and they thought they had the problem solved but 5 minutes down the road, she had no more feeling again. The patient met with the tech again and nothing but pressure so, he and his assistant agreed with her that it was the lead broken free from the paddle. The patient reported that surgery had been scheduled for (B)(6) 2019 to fix it and that would make it 77 days without the use of the ins. No further complications were reported.